Event description:
The procedure was an elective case. The target lesion was at the proximal left anterior descending. The lesion was eccentric, type b1 and 10mm in length. The lesion was pre-dilated with a 2.25x15mm balloon at 8atm for 30 seconds. Followed by deplloyment of a 2.5x18mm cypher stent at 18atms for 30 seconds. Post-dilation was not conducted. Ivus was conducted. Timi flow pre and post procedure was iii. The residual % of stenosis after the procedure was 0%. Act was not measured. Anti-platelet therapies included aspirin 100mg/day, and ticlopidine hydrochloride 200 mg/day. The pt was discharged on asa 100mg/day and ticlopldine hydrochloride 200mg/day. One week after the procedure the patient returned to the hospital with chest pain and had increase in st (hyper acute t wave) and max cpk was 3600. The patient had a broad anterior. Cag was conducted and thrombus was confirmed in the cypher stent. To treat the thrombus aspiration was conducted. The patient was put under iabp. Physician's comment: the cause of the thrombotic event was because the pt drank alcohol and dehydrated. Please note: device is distributed outside the united states. However, it is similar to the united states product.